Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of palpable nodule, inflammation associated with a submandibular ganglia (lymph node), tumefaction, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected to the cheekbones and marionette lines with unspecified juvéderm® voluma¿. Five months later patient developed a small nodule ¿found at palpability check, not visible about 3mm of diameter¿ on the lower left cheek behind the injection site. After a week the nodule increased in size. Physician prescribed solupred for 3 days and a decreasing dose of pyostacine ¿not knowing if the problem was infectious, stomas or ear related.¿ physician also requested the patient get an ultrasound and results ¿excludes an abscess¿ and shows ¿inflammatory rearrangement without associated granuloma of the left cheek associated with some submandibular ganglia.¿ symptoms improved with treatment. A week after ending the treatment patient was seen again and ¿the left tumefaction had restarted and got bigger again and the same swelling appeared on the right in a completely symmetrical manner.¿ patient was again prescribed solupred. Symptoms are ongoing.